Event description:
The facility rep reported "over infusing on pump side #1" during bio-med testing. Although baxter attempted to obtain info, details were not available regarding additional contact info. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No additional info was available.

Manufacturer narrative:
The device has not yet been received for eval. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval, or if additional info becomes available.